Manufacturer narrative:
For five events, the investigation did not identify a product problem. The cause of the event could not be determined. For six events, the service actions resolved the issue. For one event, the field service representative (fse) replaced the pinch tube fitting and tube joint. For one event, the fse replaced the system reagent syringe seals. For one event, the fse adjusted the bubble detection setting on the analyzer. For one event, the fse corrected the liquid level detection (lld) adjustment. For one event, the fse cleaned the probe and adjusted the analyzer lid. For one event, the fse adjusted the extra wash station (ews) nozzles. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes <noe>11</noe> malfunction events. Questionable low results were generated by the cobas 6000 e601 module. The events involved a total of 14 patients with the following: 1-elecsys ft4 ii assay; 1-elecsys pth immunoassay; 5-elecsys hcg + beta test system; 3-elecsys ferritin; 1-elecsys folate iii assay; 1-elecsys vitamin b12 immunoassay; 1-elecsys probnp ii stat immunoassay; 1- elecsys estradiol iii assay. The known patients' ages ranged from 16 to 84 years. The known patient's weight was (B)(6). There were known to be 6 females and 3 males.